Event description:
The facility representative reported an infusor pump with a condition of "broken lever". This condition occurred after delivery. Baxter quality engineering determined this condition to be a broken pusher block. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a broken lever was confirmed as a broken pusher block during product evaluation. Due to customer denial of the cost of repair estimate, no repairs were made to this pump and it was returned un-repaired to the customer. Therefore, the assignable cause was not identified. A service history review revealed no previous service events were related to the reported condition.